Event description:
It was reported that x-ray imaging showed that atrial lead dislodgment had occurred. Electrical measurements showed a loss of atrial capture and low sensing values. The lead was capped and replaced during a routine pulse generator replacement procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.